Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 288 mg/dl at the time of incident. The customer stated that the piston was damaged. Customer stated that the rubber piece is removed when the reservoir is inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No damage on piston noted or air bubbles noted during testing. No anomalies noted. (B)(4).